Event description:
It has been reported to philips that at the beginning of a procedure, the azurion system lost x-ray functionality. The patient was moved to another room and the procedure was completed. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analyzed the system's log file. The fse confirmed that the issue was caused by a malfunctioning image processing pc (ippc). The ippc and its hard disks were replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.